Manufacturer narrative:
No audio or vibrate anomaly or absence of alarm anomaly confirmed during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had received beep anomaly. The customer¿s blood glucose level was unknown. Customer also reported that they did not hear beep when audio volume settings were saved. Customer stated that they performed audio test and insulin pump did not alarm. Troubleshooting was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.